Manufacturer narrative:
Field complaints of premature battery depletion and pacing anomaly were not confirmed. The device was received with battery voltage indicating device reached elective replacement (eri) level in line with projected longevity. At this voltage level, the capacity of the battery is significantly reduced, and the device is sensitive to variation in usage such as high output mode, long pulse width, and prolonged telemetry interrogation consistent with field observations. The device battery reached end of service during the analysis and the pacer was cut-open for further testing. The device was connected to an external power source and the drain current measurement indicated normal range and the output verification revealed no pacing anomaly. The original battery depleted to eri level due to normal usage and the pacing anomaly observed by the field is consistent with the pacer reaching elective replacement level. The total projected longevity based on field settings was 4.4 years; the device was implanted for 5.66 years which exceeded the projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device reached elective replacement indicator (eri) level. The physician alleged premature battery depletion against the device. Further investigation revealed the device was not providing low voltage therapy. The device was explanted and replaced to resolve the event and the patient was in stable condition.